Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a patient notifier. The device was found to be in back-up vvi mode. It was suspected that the device was charging at the time of the reset. The patient had been lost to follow-up and was able to recall if he had any external defib or was exposed to other potential sources of emi. The device was successfully restored testing found normal function. The patient was fine after the event.